Event description:
It was reported that, "conversion from hemiarthoplasty. Patient suffered 2 dislocations and doctor felt that they occured in positions that should not have allowed the patient to dislocate."